Manufacturer narrative:
The device was not returned for. Without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis identified no trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports that on (B)(6) 2013, instrumentation t11 ¿ l3 was done with viper and expedium systems due to l1 burst fracture without fusion technique. Six months after implantation, two rods were found to be broken between t12 and l1. The devices remain implanted. However, it is reported that revision surgery is to be considered. See mfg medwatch report# 1526439-2013-27155 for the second rod that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.